Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 of the stent were damaged and pushed in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.0x15 non-bsc balloon catheter was advanced for pre-dilation but had difficulty crossing the proximal rca. Subsequently, two non-bsc guide wires and a non-bsc guide extension catheter were used. Plain old balloon angioplasty (poba) was then performed and a 3.5x16 synergy¿ drug-eluting stent was deployed in the proximal rca. A 3.50 x 12 synergy¿ drug-eluting stent was then advanced to the distal part; however, resistance was encountered and failed to cross the lesion. When the device was taken out from the patient's body, it was noted that the stent struts were lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.0x15 non-bsc balloon catheter was advanced for pre-dilation but had difficulty crossing the proximal rca. Subsequently, two non-bsc guide wires and a non-bsc guide extension catheter were used. Plain old balloon angioplasty (poba) was then performed and a 3.5x16 synergy¿ drug-eluting stent was deployed in the proximal rca. A 3.50 x 12 synergy¿ drug-eluting stent was then advanced to the distal part; however, resistance was encountered and failed to cross the lesion. When the device was taken out from the patient's body, it was noted that the stent struts were lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.